Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 38 mg/dl. The customer treated with food. The customer reported a sensor error alert from the insulin pump. Troubleshooting was done. No add'l info was provided.